Event description:
Tourniquet placed in normal fashion prior to draping. Attempted to inflate at the beginning of the case, tourniquet would not inflate. Connections checked, attempted to inflate with second machine which was unsuccessful. Tourniquet was replaced, surgical site prepped and draped a second time. Procedure began with inflation of second tourniquet which inflated without complication